Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated at the customer site by a philips fse (field service engineer). The fse found that the device only required a nibp (non-invasive blood pressure) calibration. Based on the results of the analysis, it was determined that the product is operating per manufacturer's specifications. Instructed customer on use of the philips device.